Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to mechanical issues. During the procedure, it was noted that the right cylinder had popped. All components were removed and replaced with a new device. There were no patient complications reported.